Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155654.

Event description:
It was reported that the patient's lead exhibited high capture thresholds. No intervention was performed. There were no patient consequences.